Manufacturer narrative:
(B)(4). Service engineer diagnostic was that due to back-up power supply (bps) printed circuit board (pcb) broken is blocking the power supply from switching on. The battery pack assembly and the bps pcb needs to be replaced. Covidien was not authorized to conduct the repair.

Event description:
It was reported that for an 840 ventilator not working with direct current (dc) battery power. The ventilator was not in use on a patient at the time the event occurred.